Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by tandem technical support to perform several troubleshooting steps, including disconnecting the tubing and delivering boluses, which did not resolve the issue. The customer reverted to an alternate method of insulin therapy.